Event description:
The lead was noted on (B)(6) 2014 due to high impedance measurements more than 2000 ohms since on (B)(6) 2013. All the other measurements are in range. The cause of the measurements has not been identified, but it is suspected to be a lead issue. The physician is still determining the final steps. A lead break was seen in fluoroscopy. The patient was not pacer dependent. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), italy. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).